Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm and mechanical malfunction occurred. Customer reset the pump, replaced the cartridge, the unspecified malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.